Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device recorded a battery depletion (bd) alert on latitude. The device also emitted beeping tones. Engineering reviewed the device data and confirmed the bd error may be disregarded as it was triggered due to extended magnet application and the device is performing appropriately. The magnet application in this device would result in inhibition of therapy, and the reason for the magnet application remains unknown. The s-ICD can remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device recorded a battery depletion (bd) alert on latitude. The device also emitted beeping tones. Engineering reviewed the device data and confirmed the bd error may be disregarded as it was triggered due to extended magnet application and the device is performing appropriately. The magnet application in this device would result in inhibition of therapy, and the reason for the magnet application remains unknown. The s-ICD can remain implanted. No adverse patient effects were reported.